Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: a 61-year-old male was supported with an impella cp device for the indication of acute myocardial infarction with cardiogenic shock (scai stage c). The patient experienced a small retroperitoneal bleed attributed to impella use, but no corrective intervention was required. Bleeding is a known risk per the IFU due to the therapy¿s anticoagulation and purge requirements. A cracked purge side arm with associated leakage was identified, likely related to access or transport, with no involvement in the patient¿s clinical instability. The device was removed for patient stability rather than device performance, and the patient survived the event.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Retroperitoneal hemorrhage: the cause of the injury could not be determined due to insufficient clinical details. Fluid leak-side arm: the cause of the fluid leak issue could not be determined without the returned product for investigation and sufficient clinical details, including the data log. Pd-purge system-(crack): the cause of the product damage issue could not be determined without the returned product for investigation and sufficient clinical details.